Manufacturer narrative:
H2) device evaluation: h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the occlusion limit was on. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The tests exceeded specifications and the manufacturer representative updated software.

Manufacturer narrative:
E1 - initial reporter phone, (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not able to prime and warned of distal occlusion before reaching its limits. The customer tried to use different cassettes and bags but the issue persisted. There is no patient involvement and no patient harm/adverse event reported.